Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the pacemaker exhibited intermittent undersensing on the atrial channel. Programming changes were made. The patient was in stable condition.